Manufacturer narrative:
Batch review performed on 20 december 2022. Lot 2005743: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 2025-aug-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with (B)(4) similar reported events during the period of review.

Event description:
The patient came in reporting instability due to laxity. At 2 months and a half, the surgeon revised the 14mm poly with a 20mm poly, and the surgery was completed successfully.